Event description:
The hospital reported during a coronary artery bypass procedure, the hs-3045 ((B) (4)) proximal seal was inserted in the aorta, but it did not function properly. The report sent from (B) (4) stated "the proximal seal was inserted in the aorta, but it came out without working as it could have done." The product specialist (maquet employee) then clarified saying, "after they put the seal in the aorta, it comes off and then he unravel between surgeon fingers, so they reckoned the seal did not unfold after the deployment." A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).